Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: vedr01 implantable pulse generator (B)(6) 2013; 5076 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient complained of a "funny feeling" in their abdomen, similar to that which is typically attributed to diaphragmatic stimulation. The atrial lead had high amplitude p-waves, which had increased since recent implant. A chest x-ray was performed and revealed normal lead placement. The physician will continue to monitor and the lead remains in use. No further patient complications have been reported as a result of this event.